Manufacturer narrative:
Date of event estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000109136.

Event description:
It was reported that the patient was unable to get into MRI mode. The patient's system diagnostics recorded high impedances on the lead. The patient was still getting effective therapy. Upon further investigation the patient's lead fractured around the anchor site. Surgical intervention took place where there the lead was explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. Correction - section d6b - explant date correction - explant date should be (B)(6) 2024. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.